Event description:
Nozin nasal sanitizer and mastisol liquid adhesive look alike. Nozin should have barcode "taught" to electronic systems; ordered and charted on (B)(6) like other medications. (B)(4).